Event description:
Customer reported that a malfunction occurred with the pump after it was dropped, displaying a malfunction code but unable to confirm the fault ID due to a depleted battery. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).